Event description:
It was reported that, a ball tip guide wire was used to ream the canal for preparation of a t2 tibial nail. After gathering patient records today, on (B)(6) 2012, it was found that the expiration date for the guide wire was (B)(6) 2011. The guide wire disposed immediately after surgery on (B)(6) 2012.

Manufacturer narrative:
The device was discarded by the hospital. Once the investigation has been completed any additional information will be reported in a supplemental report.